Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 497 mg/dl. The customer did experience any symptoms of high blood glucose such as feeling sick. The customer was treated by intravenous insulin drip. Customer tested ketones test and the results shows they was in diabetic ketoacidosis. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.